Event description:
It was reported that an undesirable change in stimulation sensation and bowel function occurred. The device was interrogated and voltage was changed. An x-ray was performed to check for lead damage or movement. The patient had adjusted the stimulator and had not been able to control symptoms. The device was tested in the clinic and impedances were found to be high. The patient had no sensation even when turned to maximum voltage. Additional information received reported that there was an increase in fecal incontinence. The incontinence worsened compared to control previously received on therapy. Multiple reprogrammings were attempted but did not improve efficacy. The investigator determined the problem to be device related, since the lead did not migrate. The patient had the stimulator replaced on (B)(6) 2010 and there were no longer reports of undesirable change in sensation of stimulation.

Event description:
Additional review determined events relating to this report were previously reported in manufacturer number 3004209178-2010-05109. It was also determined that the manufacturing site listed on report number 3004209178-2010-05109 was incorrect. The correct manufacturing site is (B)(4). Any additional information received will be reported under this manufacturer report number.

Manufacturer narrative:
Extension model 3095 serial # (B)(4) implanted: (B)(6) 2004 explanted: unk lead model 3889 lot # j0348756v implanted: (B)(6) 2004 explanted: unk.

Manufacturer narrative:
.